Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. A service history review revealed that this device has been serviced four times prior to this event. The device has been previously sent into service for the reported condition. During previous repair on (B)(6) 2009, (B)(6) 2008, and (B)(6) 2007 the main batteries and battery harness were replaced. A device history review was also performed, finding that during the manufacturing of this device, a failure code of 810:04 was found. The pump head module was changed and pump passed subsequent testing. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of damaged battery was confirmed by baxter personnel during product evaluation. The root cause was not identified. No repairs were made to correct the reported problem, as this is a stay-in device. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.